Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultrasmart meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained during a follow-up call with the cca. The patient claimed that the subject meter was reading inaccurately at 2pm on (B)(6) 2016, when he obtained alleged inaccurately high blood glucose results of ¿72, 69, 95, 205, 78, 72 and 81 mg/dl¿ on the subject meter compared to ¿24 mg/dl¿ on an accu-chek meter, performed within 30 minutes of each other. The patient manages his diabetes with a combination of lantus and humalog insulins. He denied that he developed any symptoms as a result of the alleged issue but reported that he experienced ¿low sugar¿. He indicated that at 2:30pm on (B)(6) 2016, a glucagon injection was administered by a non-hcp and at 3:30pm on (B)(6) 2016, he consumed more food/drink. He denied that any other device had been used to check his blood glucose levels. During troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure. The patient confirmed that he had used an approved sample site to obtain the blood samples and he described the correct testing steps. However, the cca also noted that the patient¿s test strips had been open for longer than the discard date or had been stored improperly. Replacement products were sent to the patient. From the information provided, there is no indication that the lifescan products malfunctioned, however, this complaint is being reported because the patient reportedly developed a sign suggestive of, and received treatment for, severe hypoglycemia, after the alleged meter issue began.